Manufacturer narrative:
Date of initial report: (B)(6) 20107 date of follow-up report: (B)(6) 2017 one used lf4200 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would cause the jaws to stick in the closed position and can affect coagulation. The investigation identified the root cause of the issue to be improper use of the device. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-03-14 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws were sticky and would not seal. Another device of the same type was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.